Event description:
Reporter indicated a vns wand was not interrogating pts. The wand battery was changed and the wand was able to interrogate some pts but not all. The wand has been requested for return. A new wand was sent to the site and the reporter indicated there were no more problems interrogating patients with the new wand.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.